Event description:
Terumo medical corporation received the following information: it was reported that during the operation to combine the dilator and sheath, the dilator was found bent.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E1: email address: requested, unknown. E3: occupation: unknown healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.